Event description:
Breakage of femoral plate after about 2 months without any fall or trauma. Revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.